Event description:
It is reported that the patient was revised due to iliopsoas tendonitis and impingement.

Manufacturer narrative:
Evaluation summary: revision notes state that the patient started experiencing the iliopsoas tendon discomfort and pain four weeks following the prior surgery, and x-rays revealed a minor leg length discrepancy, as well as a lateralized left acetabular component. It was also noted that the tendon impingement was due to lateral cup position and minor leg lengthening. Trailing of components at the revision noted no impingement with the psoas tendon. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.